Event description:
The wife of a (B)(4) male patient contacted zoll customer support to report that the patient's charger/modem will not recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to recognize a battery is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.